Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer would not open for certain medication when a nurse tried to pull for a patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation used in this incident, it was determined that the nurse was unable to pull medications. The technical support specialist (tss) confirmed with the customer that the issue was resolved and no further investigation was required. The system functioned as intended after the customer resolved the issue.